Event description:
It was reported that this right ventricular (rv) lead, exhibited noise which was over-sensed by the patient's pacemaker. No loss of capture observed. Impedance values are within range. The physician requested analysis by (B)(6) technical services and will schedule more frequent follow ups. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).